Manufacturer narrative:
(B)(4). Although requested, the suspect device has not been received on (B)(4) 2014. A follow up report will be submitted with evaluation results when the investigation has been completed.

Event description:
Customer's report states "the medication bag was already empty and it should have had 1.5 to 2 hours of medication left to infuse. Beeping was heard. Went to check on the pump and the bag of medication was already empty. Infusion was completed in 30 minutes and it should have been completed over 2 to 2.5 hours". There was no report of patient harm or medical intervention. Although requested, no further patient or event information was provided.